Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the display appeared dim and discolored. Unrelated to this issue, evaluation revealed the bolus button was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack as well as a dim and discolored display. This report is made based on results of investigation completed on (B)(6) 2016.